Event description:
It was reported that during a follow-up, increased capture threshold was observed. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.